Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Initial longevity of the pacemaker was calculated as 17 years at implant. Upon interrogation, the longevity of the pacemaker was reassessed at 2.5 years suggesting the initial longevity was an overestimation. No changes or interventions were performed; the patient will continue to be monitored. There were no patient consequences.